Manufacturer narrative:
The field complaint that the helix would not extend or retract was verified. Visual inspection found the helix to be fully extended and clogged with blood. X-ray examination found over-torque of the inner coil consistent with procedural damage. After cutting the lead, cleaning the helix and applying torque directly to the inner coil, the helix could be retracted and extended. No malfunction was found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Prior to the implant procedure, the lead helix was tested and would not extend properly. A new lead was used to complete the procedure and the patient was in stable condition.